Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after circular colorectal anastomosis for sigmoid resection, during post-intervention observation, the patient experienced progressive decrease in red blood cells. The patient's hospitalization was extended. The patient had to go on follow up and enemas every 3 hours.